Event description:
It was reported that there were difficulties inserting the atrial lead into the device header. The device was replaced. The patient¿s condition was stable all the time.

Manufacturer narrative:
(B)(4).